Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(6) ubd: 21-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the hcp attempted to fill the pump last week and was unable to access it and determined it was flipped. They were revising it today and noticed the catheter had numerous twists in it. The rep stated pump showed an expected volume of 1.5 ml but they pulled out ~23 ml. Reviewed checking logs for pump errors and reviewed if catheter was twisted enough that it was occluded that it would likely be the cause of the volume discrepancy.